Manufacturer narrative:
Analysis on the returned tracker shows one side of the tabs being broken off at the tip. The tracker receivs known good insturments and with markers attached, the tracker displays good geometry and divtor error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the instrument was bent and the connection part was broken. There was no patient present when this issue occurred. Additional information was received. The cause was considered to be excessive force applied to the tracker and thoracic probe.